Event description:
It was reported that the patient went in for a refill in 2009 and a total of 60cc of fluid was removed from the pump. The hcp believed there was cerebrospinal fluid draining into the pocket of the pump. The patient had fallen sometime after the refill at about four months prior, and experienced increased pain. There was also a questionable cerebrospinal fluid leak. The report also indicated that the hcp had difficulty getting the needle into the pump for refills. The pump was stopped on the refill date. In the next day, the pump was explanted and there was noted to be a 1mm tear of the catheter at the connection site to the old pump. A new pump was implanted and the catheter shortened. The patient recovered without sequela. The pump was used to deliver infumorph.

Manufacturer narrative:
Catheter.